Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, tip broken on inspection. At the time of this report, it is unknown if the reported event had any impact on the patient.